Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed improper assembly. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause was attributed to the assembly process.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a broken lid/cap/hemogard shield issue. The following information was provided by the initial reporter. The customer stated: "according to the test sheet, blood was collected from the patient's vein, and the rubber stopper in the cap of the blood collection tube was found to be displaced during the pre-use inspection."